Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 600mg/dl customer current blood glucose was unknown. Customer stated that the drive support cap was sticking out. Troubleshooting was performed. The product was not returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but received unexpected restart alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to unexpected restart.